Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the interconnect cable, power control pcb, and performed functional and mechanical checks. The system operates as intended.

Event description:
It was reported that the 9800 system would not boot up during set-up for a qa test. The system was pulled from service.